Event description:
During hemodialysis treatment a leak was noticed at the top of the venous chamber, between the chamber and top cap. The pt's blood was returned a new bloodline was set up and treatment continued with no further incident. Pt was administered 200cc of saline. Estimated blood loss was less than 100cc.